Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported the black foreign matter adhering to the product.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 0248499 d.4. Medical device expiration date: 8/31/2025 h.4. Device manufacture date: 9/4/2020 d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/15/2021 h.6. Investigation: customer returned (16) 3/10cc, 12.7mm syringes (2 loose, 14 in sealed poly bags) from lot # 0248499. Customer states that black fm was adhering to the product. The returned syringes were examined and one loose sample exhibited dark material on the surface of the barrel tip. The hub assembly was separated from the barrel to access the material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to poly(methyl methacrylate). A review of the device history record was completed for batch# 0248499. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported the black foreign matter adhering to the product.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex d grid: manufacturing deficiency. H6: investigation summary: customer returned (16) 3/10cc, 12.7mm syringes (2 loose, 14 in sealed poly bags) from lot #0248499. Customer states that black fm was adhering to the product. The returned syringes were examined and one loose sample exhibited dark material on the surface of the barrel tip. The hub assembly was separated from the barrel to access the material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to poly(methyl methacrylate). Customer states that the needle hub separates. The returned syringes were examined and one loose sample exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0248499. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure needle hub separates and foreign matter. Root cause: defects of this type could be created through a mechanical failure when the ink pump overflows for atypical reasons. Ink will be present all throughout the barrel or in blotches on the barrel. The equipment is shut down and all ink on/in the equipment is cleaned. If ink gets into the spindle cup (singular event) and not cleaned adequately, an ink ring will be found at the tip of the barrel. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported the black foreign matter adhering to the product.